Event description:
As reported, a 7f exoseal vascular closure device (vcd) was attempted to be used normally but it could not be used because the device did not enter the sheath. There was no reported patient injury. The device was used for a percutaneous transluminal angioplasty (pta) procedure. The device will be returned for evaluation. Addendum: product analysis demonstrates the indicator wire was missing.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18027594 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please be advised that this complaint is no longer reportable after final product evaluation/testing. Further analysis demonstrated the indicator wire was not separated, it just wasn¿t deployed at the time it was received and was in the exoseal vcd in an non-deployed state. There was no separation of the device or any of its components. Description of correction in manufacturer narrative.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was attempted to be used normally but it could not be used because the device did not enter the sheath. There was no reported patient injury. The device was used for a percutaneous transluminal angioplasty (pta) procedure. The device will be returned for evaluation. Addendum: product analysis demonstrates the indicator wire was missing. Further analysis demonstrated the indicator wire was not separated, it just wasn¿t deployed at the time it was received and was in the exoseal vcd.